Event description:
It was reported that a cartridge alarm 30 occurred. There was no adverse impact to the customer¿s blood glucose level. The caller received assistance in loading a new cartridge using the proper technique and was able to successfully resume insulin therapy, resolving the issue.